Manufacturer narrative:
(B)(4). The customer owned endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 07-feb-2022, a device history record(DHR) review for model eg29-i10, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 11-mar-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 11-mar-2015. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported low water (cannot clear lens) involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: we checked the returned unit and confirmed the insertion flexible tube (ift) leakage. Based on the result, we concluded that it was caused due to the physical damage applied on the ift. In addition, we confirmed that the insertion flexible tube (ift) cut, the remote control button(1) cut, the distal body worn out, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint.